Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv and ra leads, and a devise were explanted and replaced due to erosion. The device is subject to advisory. No further information is available.